Manufacturer narrative:
This report is submitted on october 28, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently underwent abutment removal on (B)(6) 2021. The implanted device remains.